Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that per source, complaints of headaches was migrainous nature and subsequently weakness of the left side of body; completed cta/p scan of the head with no stenoses. Symptoms resolved with analgesic treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported assessment of the 3-year dsa follow up imaging from 08jun2025, there was pipeline fish-mouthing status (proximal) of 25-50%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was proximal fish mouth of the pipeline device of 25-50%. The vessel where the device deficiency occurred was the internal carotid artery (ica). The device was successfully implanted in the subject with complete wall apposition achieved. The ophthalmic side branches were covered by the pipeline device. The patient is a current smoker. Aneurysm dome height was 5mm. Aneurysm dome width was 5.7mm. Parent artery diameter distal to aneurysm was 2.8mm. Parent artery diameter proximal to aneurysm was 3.8mm. There was significant stasis at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline vantage had non occlusion of the aneurysm with raymond & roy "class 3" at the 1-year 3d dsa imaging performed on (B)(6) 2023. Baseline aneurysm characteristics: unruptured and untreated left internal carotid artery (ica) c7 sidewall and saccular aneurysm measuring 5mm x 5.7mm with max diameter of 5.7mm and neck size of 3.4mm. No symptoms or treatment reported. Additional information received reported that per the aneurysm study device crf, the pipeline vantage device was successfully implanted at the end of the procedure. Subject was discharged to home/self-care on (B)(6) 2022. Per the aneurysm study device crf, the pipeline vantage device was successfully implanted at the end of the procedure. Subject was discharged to home/self-care on (B)(6) 2022. No actions/interventions in relation to the non-occlusion reported. Additional information received reported "parent artery stenosis 50 to <(><<)>75%" and "25-50% distal & proximal fish-mouthing" was reported at the 1-year follow-up dsa imaging performed on (B)(6) 2023. Additional information received reported that the site has confirmed fish mouthing with response ¿according to the healthcare provider, there is a minimal fish-mouth with no need for further treatment" and has also confirmed parent artery stenosis >50-75%. Additional information was received that the event was assessed by the site as probably related to the vantage device. Additional information was received that stenosis degree was >50%. Additional information received reported according to the doctor the patient was not symptomatic, there is moderate stenosis in the proximal stent intimal hyperplasia recommended to have another diagnostic study. Updated information received indicating the observation of the incomplete occlusion was initially noted on (B)(6) 2023 rather than (B)(6) 2023, as initially reported. Additional information was received that the target treated aneurysm underwent retreatment. The fish mouth was opened with onyx stent. The event did not result in new or worsening of existing neurological deficits. The event resulted in new hospitalization from (B)(6) 2023 and was treated with percutaneous intervention. The outcome was recovered/resolved on (B)(6) 2024.